Event description:
It was reported that "between december 2025 and january 2026" the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level between 500 and 600 mg/dl; however, the customer could not recall the exact date and the cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the treatment resolved the issue and the customer was released 2 weeks later, however the customer could not recall the exact date. The customer reverted to an alternate method of insulin therapy. Customer declined to provide additional information.